Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not find a cause. He performed sample probe vertical and horizontal adjustments, checked the incubator cup positions for debris, checked the prewash sippers, mixing paddle, and reagent probes for alignment, and cleaned outside of all probes. He ran reproducibility and precision testing which passed. The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d total g2 elecsys results for one patient from the cobas e 801 analytical unit. The initial result was >100 ng/ml with a data flag. The sample was repeated with a 1:2 dilution and the result was 43.8 ng/ml. He performed manual dilutions and had the following results: 1:2 dilution: another analyzer 44.6 ng/ml, original analyzer 45.4 ng/ml. 1:5 dilution: another analyzer 85.8 ng/ml, original analyzer 72.5 ng/ml. 1:10 dilution: another analyzer 139 ng/ml, original analyzer 130 ng/ml. 1:20 dilution: another analyzer 250 ng/ml. The reporter performed a serial dilution from 1:2 to 1:1024. The final result was 1200 ng/ml. The result of 43.8 ng/ml was reported outside of the laboratory. The reporter explained to the doctor that they did not know which result was correct. The reagent lot number and expiration date were requested but were not provided.